Manufacturer narrative:
Device received with all operating currents within specification and passed self-test. No unexpected low battery, weak battery , battery out limit or failed battery test alarms and reprogram alarm noted during testing. Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and e70 alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error, motor position encoder error and no delivery alarm. Customer's blood glucose level was 28 mg/dl and ketones 4.0. Customer treated high blood glucose with insulin pump. Drive support cap was normal. It was also stated that the insulin pump exposed to high magnetic field. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.